Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette tubing had a leak. The technical service representative assisted with ending therapy. The caregiver planned to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.